Manufacturer narrative:
Corrected information is provide in section d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery, an ophthalmic system exhibited system messages after successful priming. Intraocular pressure setting was 45mmhg and actual intraocular pressure was 10mmhg. Surgery was completed on the same day with no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. There was no product returned for testing on this investigation. However, the company representative present at the site confirmed the reported events. Based on the information obtained, the root cause of the reported system message 1 is inconclusive. The root cause of the reported system message 2 is attributed to software criteria. An internal investigation was opened to address this issue. All surgical systems are verified to meet specifications after installation and customer-initiated servicing. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. Based on the information obtained, the root cause of the reported system message 1 is inconclusive. The root cause of the reported system message 2 is attributed to software criteria. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections d.4 and h.4. The manufacturer internal reference number is: (B)(4).